Event description:
End user was allegedly attempting to cross a busy intersection while operating the motorized wheelchair, when she was reportedly struck by a truck. She was reportedly dragged approximately 100 feet past the point of impact and was pronounced dead at the scene.

Manufacturer narrative:
Official police report requested. Owners manual warns end users to exercise caution, when crossing roadways.